Event description:
Customer reported a cgm error 42. There was no reported adverse impact to the customer¿s blood glucose level. The customer was provided with complete pump reset information by cts and was advised to reset the pump when ready and to follow up if the issue persists.